Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-01263. It was reported that patients ipg was inoperable and end of life. Patient has two systems implanted. It is unknown which ipg was dead and when patient lost therapy. As such patient is awaiting surgical intervention to address the issue. No further information available. Both ipg¿s are reported as it is unknown which was liable.

Manufacturer narrative:
No intervention was taken on the ipg. As such, this does not meet the reportability criteria.